Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the distal diagonal coronary artery with mild calcification and mild tortuosity. While trying to advance, the 2.25 x 28 mm xience pro was not able to cross the lesion due to the patient anatomy and the proximal shaft separated (outside the patient anatomy). Another stent was used to complete the procedure. There was no clinically significant delay in the procedure. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.